Event description:
On (B)(6)2025, a patient (pt) in japan called to report eye pain while wearing the 1-day acuvue® define¿ with lacreon® brand contact lens (cl) in the right eye (od). The pt visited an ophthalmologist in (B)(6) 2024 and advised that staining was present with ¿slight¿ dryness. The pt reported ¿multiple visits to the eye clinic¿ and was advised that the od dryness ¿had progressed and the od became white and cloudy.¿ the pt reported ocular discomfort persists. The pt reported multiple visits to the eye clinic since (B)(6)2024 but doesn¿t have specific information for visit dates and diagnostic results are unknown. The pt advised that the eye drops prescribed in (B)(6)2024 were irritating, so the eye drops were changed in (B)(6)2024. In (B)(6)2024 the ointment for dry eye caused itching of the eyelids so the pt was switched to an unknown eye drop in (B)(6)2025. Initial clinic visit: (B)(6)2024. The pt reported staining is present in the od with slight dryness. The pt was not advised to discontinue cl wear (but advised it is better not to wear cls frequently). The pt was advised to return to the eye clinic in 1 week. 2nd clinic visit: (B)(6)2024. Diagnosis: unknown. The pt was not advised to discontinue cl wear (but advised it is better not to wear cls frequently). The pt was prescribed hyaluronic acid 6 times daily; fluorometholone 4 times daily and an unknown ¿dry eye ointment¿ 6 times daily. The pt was advised to return to the clinic in 1 week. 3rd clinic visit: (B)(6)2025. Diagnosis: ¿progress of dry eye in the od, the od became white and cloudy.¿ the pt was advised to discontinue cl wear until the symptoms resolved. The pt was prescribed hyaluronic acid 6 times daily; fluorometholone 4 times daily and unknown ¿eye drops¿ for dry eye 6 times daily. The pt was advised to return in 1 week. No additional information is known. On (B)(6)2025, a call was placed to the pt¿s treating doctor¿s office and a representative provided a diagnosis of dry eye and corneal opacity. A medical interview was requested. No additional information was provided. On (B)(6)2025, a call was placed to the pt¿s treating doctor¿s office. A representative advised that the pt visited the eye clinic twice in (B)(6)2025, once on (B)(6)2025 and 2nd visit on (B)(6)2025. Since (B)(6)2025, the pt has not returned to the clinic. The medical interview documents were requested, but no additional information was provided. On (B)(6)2025, calls were placed to the pt¿s doctor¿s office to request additional information, but nothing additional was provided. The date of event will be reported as (B)(6)2025 as the exact date is unknown. The od suspect lot number is unknown. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.